Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging a battery charge issue with her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on at about 4pm on (B)(6) 2016. The patient manages her diabetes with insulin (self-adjuster). She was unable or unwilling to say whether she made any changes to her usual diabetes management routine as a result of the alleged issue. She reported that ¿right away¿ she became ¿thirsty¿. She indicated that she tested her blood glucose level using another device and obtained results of ¿357 and 356 mg/dl¿. She reported that at 4:20pm on (B)(6) 2016, she self-treated her symptoms with 10 units of novolog insulin. During troubleshooting, the cca noted that the patient was not using the meter for the first time and from the information provided, there had been no misuse of the product. The patient was using the correct test strips. The patient did not notice the battery indicator or message per labeling appear prior to the meter not turning on. She was unable to perform a rapid charge. The meter did not turn on when a test strip was inserted per owner¿s manual or when the power button was pressed for at least 10 seconds. Based on the information provided, the cca¿s assessment was that there were multiple issues with the meter. Replacement products were sent to the patient. Although the patient reportedly developed signs and symptoms suggestive of severe hyperglycemia, this adverse event has been reported elsewhere. However, this complaint is being reported as a malfunction as the alleged power issue remained unresolved after troubleshooting.